Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip electrode miscellaneous (non-elect); (B) (4) full lead; guide tooth damage was noted.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported. It was reported that the lead's helix was not able to extend out. No patient complications were reported as a result of this event.